Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which was implanted with another manufacturer's right atrial (ra) and right ventricular (rv) lead, recorded episodes of noise on both leads one day post implant. The noise was oversensed resulting in inappropriate atr mode switching and stored non-sustained events on the rv channel. The physician attributed the noise to possible pinching of the leads during implant. A device follow up was noted to be normal and lead impedance and threshold measurements were noted to be within an acceptable range. Subsequent information was received that approximately three days later, the rv lead exhibited intermittent high impedance and increased pacing threshold measurements. Tachy therapy was programmed to monitor only in the device and the patient was given a lifevest. The patient was discharged and a right venogram and venoplasty was planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.